Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for it was not possible to see through the scope. A visual inspection was performed and showed the outertube is severely bent with internal cracked lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during a shoulder scope, it was not possible to see through the scope. A backup device was available to complete the procedure with no significant delay and no patient injuries.